Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, d6b, h6.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events rupture was received on march 11, 2025, with lot number 2814135. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as fold flaw opening and observed a missing piece of shell assessed as inconclusive. As per the investigation procedure, non-penetrating nicks and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.